Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's left hip was revised approximately one month post-implantation due to fractured acetabulum and loose shell.

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see reports: 0001825034 - 2017 - 06951, 0001825034 - 2017 - 06952, 0001825034 - 2017 - 06953, 0001825034 - 2017 - 06955. Concomitant product(s):- p/n 110017105 acetabular cup l/n 6056745. P/n 010000858 acetabular liner l/n 6069845. P/n 11-363661 femoral head l/n 382150. P/n 51-106150 tprlc 133 mp type1 pps so 15.0 l/n 6012786. The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event. Please see reports: 0001825034 - 2017 - 06951, 0001825034 - 2017 - 06952, 0001825034 - 2017 - 06953, 0001825034 - 2017 - 06955. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised approximately one month post-implantation due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.